Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. Noise oversensing was noted on the atrial and ventricular channel which led to inappropriate mode switch and inhibition of pacing. The patient complained of feeling tired and lethargic. Review of emg noted that the noise was environmental. The cardiac resynchronization therapy defibrillator. The patient had no lasting effects and was fine.